Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed loss of capture and oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead were noted. An unspecified impedance problem was also noted on the rv lead. Additionally, oversensing noise resulted in automatic mode switch (ams) episodes and also decreased sensing was noted on the right atrial (ra) lead. On (B)(6) 2025, both leads were capped and replaced with new leads. The patient was discharged following the procedure.

Event description:
It was reported that the patient presented to the clinic for follow-up experiencing bradycardia and flat lining. Device interrogation revealed loss of capture and oversensing noise resulting in pacing inhibition on the right ventricular (rv) lead were noted. An unspecified impedance problem was also noted on the rv lead. Additionally, oversensing noise resulted in automatic mode switch (ams) episodes and also decreased sensing was noted on the right atrial (ra) lead. On (B)(6) 2025, both leads were capped and replaced with new leads. The patient was discharged following the procedure.

Manufacturer narrative:
Correction for b5 and h6 coding.